Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h6; h10 d10: item# 183004; lot# j6183315 item# 183440; lot# 251370 visual examination of the provided pictures identified the explanted devices covered in bio-debris. No devices were returned therefore no further evaluation can be made. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. Complaint can be confirmed through the photos provided of the explanted devices. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 183004; lot# j6183315. Item# unk vanguard cr articular surface; lot# 251370. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the patient underwent a revision approximately three (3) weeks ago due to unknown reasons. Attempts have been made and no further information has been provided.